Event description:
The manufacturer service technician reported the device safety bar was stuck in the run position while it was being serviced at the user facility. This can cause or contribute to the device to have unintended activation. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported the device safety bar was stuck in the run position while it was being serviced at the user facility. This can cause or contribute to the device to have unintended activation. There were no adverse consequences related to this event.